Manufacturer narrative:
The reported event could not be confirmed as no sample was returned for evaluation. A potential failure mode could be '3.2 air leakage into the system¿ with a potential root cause of '3.2.1 misconnection of supply and return lines.¿ the lot number is unknown; therefore, the device history record could not be reviewed. The product code for this z300-unknown arcticgel pads product is unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: labeled for single use.

Event description:
It was reported that there was an air leak during therapy. The pads were changed last night and had been working fine, but the patient got up to go to physical therapy and upon reconnection repeatedly received an air leak message followed by 0.0 lpm flow rate. The pads were changed, and there were no further error messages overnight. The pads were not saved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there was an air leak during therapy. The pads were changed last night and had been working fine, but the patient got up to go to physical therapy and upon reconnection repeatedly received an air leak message followed by 0.0 lpm flow rate. The pads were changed, and there were no further error messages overnight. The pads were not saved.